Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.  Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, patient reported back pain, which was present for 10 years before undergoing surgical treatment. MRI from (B)(6) 2008 showed moderate degenerative disk disease at l4-5 with herniated pulposus causing some stenosis. MRI from (B)(6) 2009 showed l4-5 moderate degenerative disk disease with a herniated nucleus pulposus on left with neuroforamen narrowing. Patient underwent following procedure: 1. Left l4-5 polar with 12 mm stacks with rhbmp-2/acs and connexus, 2. L4-5 posterior lateral fusion with autograft, rhbmp-2/acs and connexus, 3. L4-5 instrumentation with st360, 4. Durotomy repair, 5. O-arm style 3-d navigation; for a pre-op diagnosis of: 1. Lumbar spinal stenosis, 2. Degenerative disk disease. Per-op notes: stealth reference frame was set on s1 spinous process and pars were drilled at l4 bilaterally and spinous process was taken off at l4 and l5. Bone was cleaned with all the soft tissue to remove and then chunked into match sticks and then rolled up inside rhbmp-2 to act for autograft. Laminoctomy and decompression was carried out for l4 and l5, which was followed by durotomy on l3 lamina. Stealth was used to verify l4-5 disk space. Stack gun was placed in disk space and o-arm p was used to verify its position. Good placement and height of disk was verified and stack gun was removed. Pieces of rhbmp-2 were placed medial and lateral to stacks and over the top of stacks product for interbody fusion. O-arm 3d was used to verify stacks placement and to prepare for insertion of screws. After placing screws at l4-5, o-arm image followed by a 3d CT spin were obtained to verify placement of screws. The transverse process of l4-5 was then drilled with a high speed drill. Rhbmp-2 rolled up over matchstick autograft were placed in posterior gutter. More connexus mixed with autograft bone was placed over top. No complications were reported during the procedure. On (B)(6) 2010, patient was discharged from hospital. Patient alleges unspecified injury due to the use of rhbmp-2